Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced peritonitis. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if dianeal therapy was ongoing during the peritonitis event, but on a recent unreported date, the patient was transferred to hemodialysis therapy and the peritoneal dialysis catheter was removed. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.